Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to verify under delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had issue that blood glucose did not go down even after correcting. Customer experienced high blood glucose level. Customer's blood glucose value was 200 mg/dl at the time of the incident. Another blood glucose level was 222 mg/dl. The customer was declined troubleshooting for high blood glucose. The customer was using manual shots. Customer stated that the auto mode feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. The device was returned for analysis.